Manufacturer narrative:
This report is submitted on july 29, 2022.

Event description:
Per the clinic, the patient experienced a wound dehiscence which was re-sutured and treated with oral antibiotics. The wound re-opened a second time and was closed with steri-strips. The wound will be re-sutured. The implant remains in-situ.

Event description:
Per the clinic, the patient underwent a skin revision surgery on (B)(6) 2022 and a revision surgery on (B)(6) 2022 in order to close the wound; however, this did not alleviate the problem. The patient experienced a second wound dehiscence, resulting in an implant exposure on (B)(6) 2022. The patient experienced a wound infection at the implant site and subsequently was treated with oral antibiotics (specific date and duration not reported).

Event description:
B5: correction: fu report 6000034-2022-02314 submitted on september 23, 2022. The patient experienced a third wound dehiscence, resulting in an implant exposure on (B)(6) 2022; not second wound dehiscence as previously reported. Per the clinic, the patient experienced wound dehiscence for the fourth time on (B)(6) 2022. It was reported that the patient underwent a revision surgery for a third time on (B)(6) 2022, in order to close the wound. Subsequently, the patient was treated with an oral antibiotic (specific duration not reported). Additional information has been requested but has not been made available as of the date of this report.